Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had defect in the left eye. The iol was exchanged for another lens model following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.1., d.9., e.1., h.3., h.6., and h.10. The lens was returned wrapped in gauze. The lens was a single-piece, monofocal, natural lens. Model cannot be determined without the lot number. The lens was cut into two pieces across the center. Parallel cracks and scratches were observed which appeared to be caused by an instrument used to grasp the lens. The product investigation could not identify a root cause for the reported explant. The specific issue was not provided. The returned lens had been cut in half typical of a removal. The returned lens was a single-piece monofocal natural lens. The specific model cannot be determined without the serial number. The serial number was not available as the lens was implanted at a different facility. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the returned lens implanted in 2018 was replaced with a non-company, 14.5 diopter, monofocal lens model due to an unspecified "mechanical defect." It was provided, that in the surgeon's opinion, the product did not cause or contribute to the event. No additional information was provided. The manufacturer internal reference number is: (B)(4).